Event description:
The patient reported their incision site was red and irritated. Antibiotics were prescribed and the patient was scheduled for a follow-up appointment. During their follow-up appointment, another antibiotic was prescribed as the incision was still red and draining. As of (B)(6) 2024, the patient is doing well, the incisions appeared to be healing, they will continue with their antibiotics, and they follow-up with their physician on (B)(6) 2024.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as multiple tunneling attempts were performed between the two incisions (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.